Event description:
It was reported that the ballon of the tracheal tube seemed to be leaking. This caused the patient to be continuously intubated, sedated and put on analgesic medications (remifentanil and ciprofol) and appeared to be intermittently irritable and could not communicate effectively. The care team eventually changed the endotracheal tube.

Manufacturer narrative:
This file was originally incorrectly filed under registration number mrn 9617604-2025-00222. The date of that submission was 23-may-2025. D9 - date returned to mfg: 04-jun-2025. H3: one used sample was received for analysis. Visual inspection was performed, and a cut was observed on the cuff of the set. The deformation of the cut was observed to be irregular in shape, u-like shape. The customer reported issue could be confirmed due to the cut observed in the cuff. The probable cause of the cut is unknown.